Event description:
Multiple arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued with a partial rinseback performed, resulting in an estimated blood loss of 140cc. The patient's standard epogen dose was restarted. No other medical intervention was required.

Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback in a timely manner, as directed in the user's guide when an alarm cannot be resolved. The user's guide contains adequate information regarding probable cause of alarms and alarm recovery instructions. The actual cause of the alarm is unknown. Nxstage medical considers this report closed. No additional information will be provided.